Manufacturer narrative:
Device manufacture dates: monitor 08/2006. Battery pack 01/2007. Battery pack 01/2007. Electrode belt 06/2006. Device evaluation's monitor, battery pack, battery pack, and electrode belt have been completed. The reported problem was not duplicated. Electrode belt and battery packs all functioned normally. They were returned to stock. Monitor was found to function normally. However, it was found to have a bent pin on the battery connector. This led to the difficulty in inserting batteries. The damaged battery connector was repaired. The monitor was retested and restocked. The root cause of the bent contacts cannot be positively identified but was likely due to a slight connector misalignment when one of the battery packs was inserted. No adverse event resulted from the damaged monitor.

Event description:
A male pt contacted lifecor customer support to report that his monitor was displaying "please wait" then "adjust belt" messages all day. The pt stated that all the electrodes were touching his skin and the garment fit correctly. Pt also reported that one of his battery packs would hard to get into the monitor. The pt also reported that the vibration box on his electrode belt vibrates weakly. Support replaced the monitor, the electrode belt and two battery packs.